Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported the implantable cardiac defibrillator (ICD) exhibited failure to capture on right ventricular channel. No intervention was reported. Patient condition was unknown.